Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was receiving inappropriate shocks from their implantable cardioverter defibrillator (ICD) while in normal sinus rhythm. The device remains in use. No further patient complications have been reported as a result of this event.